Manufacturer narrative:
Manufacturing evaluation conclusion: the report of pump thrombosis could not be confirmed through this investigation. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2018 (captured in medwatch MFR# 2916596-2018-05847). No product is available for investigation. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis as well as how to respond to such events. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Death was captured in medwatch MFR # 2916596-2018-05847. Age of device: 2 years, 28 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was presented symptoms related to thrombus on (B)(6) 2018. Patient had dark urine, fatigue and elevated lactate dehydrogenase (ldh) of 4000 u/l (baseline 1500 u/l). Patient's plan of care included intravenous heparin, monitoring hematocrit and hemoglobin (h&h), monitoring urine and ldh. Patient expired on (B)(6) 2018. No further information was provided.